Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the home choice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated for the reported problem. Internal and external inspections were performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). Rite electrical safety testing and temperature verification testing passed successfully with no issues noted. Pneumatic system testing was performed and passed successfully. However, the device failed volumetric accuracy testing. Deteriorated piston foams were determined to be the cause of the rite volume failure. Therefore, the reported issue was verified through sample evaluation. To correct the condition, the device was sent for servicing. This issue is currently being addressed through a CAPA. A service history record review revealed no issues that could have caused or contributed to the reported problem. Should relevant additional information become available, a supplemental report will be submitted.